Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. As insufficient information is available to determine the reason for the replacement or any potential device involvement, a definitive root cause cannot be established. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. Block b3: exact date unknown, approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient with a spinal cord stimulation (scs) system underwent due to a revision procedure where the implantable pulse generator (ipg) was replaced for an unspecified reason. No additional information is available at this time.

Manufacturer narrative:
Block b3: exact date unknown, approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient with a spinal cord stimulation (scs) system underwent due to a revision procedure where the implantable pulse generator (ipg) was replaced for an unspecified reason. No additional information is available at this time.